Manufacturer narrative:
Implant region 14 fractured. Construction was a single crown on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented.fracture was caused by mechanical overloading after 18 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.